Event description:
During service at the manufacturer, the device overheated. There were no adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
During service at the manufacturer, the device overheated. There were no adverse consequences.